Manufacturer narrative:
The device remains implanted. Should additional information become available an amended report will be submitted.

Manufacturer narrative:
The explanted products were not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that a revision procedure was performed to place this cardiac resynchronization therapy defibrillator subpectorally due to a pocket wound infection. The device remains implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that indicated on (B)(6) 2011 this device and all of the leads were explanted due to multiple infections at the implant site. No additional adverse patient effects were reported.